Event description:
It was reported that during a lap allergen band procedure, the trocar was removed without any bleeding and the patient was closed. One day post op the patient's pressure dropped, the creatinine level doubled, and her white blood count went to 30. The patient was brought back to the or and a hematoma was found on the port site, which was on the right upper quadrant. The surgeon drained the patient. There was no difficulty with insertion or known malfunction of the device. The patient did receive 2 units of blood. She is expected to make a full recovery. The device was discarded.

Manufacturer narrative:
Date sent: 08/12/2008. Information is unavailable; device was not returned for evaluation.